Manufacturer narrative:
(B)(4), this is a combination product, and the event has been reviewed for both the suture and the triclosan. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what was the size of the needle used? 22mm. The following information was requested, but unavailable: were x-rays taken to locate the needle piece(s)? No further information is available. Was the needle piece(s) retrieved during the same procedure? No further information is available. Was there any additional tissue damage as a result of searching for the needle piece? No further information is available. What is current condition of the patient? No further information is available. Was more than half the needle retained in the patient? No further information is available. Event and procedure date? No further information is available. Lot number? No further information is available. No further information will be provided.

Event description:
It was reported that a patient underwent an unknown urological surgery on an unknown date and suture was used. During the procedure, the needle broke near the swage part. No adverse patient consequences were reported. Additional information was requested.